Manufacturer narrative:
The contract MFR tested the sample and found that the upper catheter shaft that broke off was not returned for investigation. Based on the sample returned, the complaint was confirmed as reported. Further investigation in determining or confirming the root cause of product failure could not be carried out.

Event description:
According to the info received, a catheter was damaged or broken. A coloplast catheter was found severed when the pt was being toileted. Unable to find the piece that broke off so the pt was sent to the ER for ultrasound to make sure the remaining piece was not in the bladder.